Manufacturer narrative:
Product ID 8711, lot# j11320r24, implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor ¿ gear train anomaly ¿ stall due to shaft-bearing¿. There was slight corrosion on gear wheel 3. There was residue present on the upper shaft of gear 2 and shaft wear under the residue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient went through withdrawals before it was time for pump replacement on (B)(6) 2015. The patient thought they had the flu and was sick for a couple of days and the pump started playing music. The patient went to their hcp's office and the pump was read. The patient was told there was plenty of medication; and stated the motor "seized up" and had the patient's spouse take the patient to the hospital. The patient was put to sleep for an MRI to check the tubing and then took the patient into emergency surgery for pump replacement. Per the patient they went in on a monday and came out on a saturday but didn't know what those dates were. The patient stated that they "could have died" from possibly going into severe withdrawals from not getting the medication.

Event description:
The patient was hearing an alarm like the critical alarm since sunday morning and then the patient got sick. He was fine the day before (saturday). For the last two days, the patient had flu-like symptoms of pain, chills, tensing up, shaking, a very upset stomach, unable to sleep, cramping in the stomach, his muscles were stiff and he was throwing up; the patient was experiencing withdrawal symptoms. This had not happened to the patient before; he had not felt this way before. The patient had fallen on his right side a few weeks prior to this report. The next pump refill was due on (B)(6) 2015; the patient had an appointment scheduled for (B)(6) 2015. The last pump refill was in (B)(6). On the date of this report, the patient was feeling a bit better. He had been taking xanax to help with anxiety. The patient had called his doctor, but his doctor was not in the office today and could not see him until tomorrow. The patient had an appointment at 9am to read the pump. The device system was delivering morphine. On (B)(6) 2015, the pump was interrogated. The event logs confirmed a motor stall with no recovery recorded; there was only the one stall in the logs. The stall occurred on saturday evening ((B)(6) 2015) at 18:54. The patient had not had an MRI. The pump was replaced. On (B)(6) 2015, it was reported that the patient had been doing well since the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient experienced a sudden loss of therapy related to the event. No rotor or dye study was performed. The patient recovered without sequela.